Manufacturer narrative:
H6: investigation summary to aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, in one image, a slight yellow color can be seen in the blunt needle shield; however, without the physical sample we are unable to determine the exact foreign matter nor a root cause. As a lot number was unknown for this incident, a review of the production history records could not be performed.

Event description:
It was reported that the bd¿ blunt fill needle had yellowish liquid in the needle sleeve. The following information was provided by the initial reporter: this aspiration needle was sterile packed when opened there was a yellowish liquid in the needle sleeve.

Event description:
It was reported that the bd¿ blunt fill needle had yellowish liquid in the needle sleeve. The following information was provided by the initial reporter: this aspiration needle was sterile packed when opened there was a yellowish liquid in the needle sleeve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.